Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It has been alleged that when using the pad, water was leaking at the tubing prior to the connection adapters. There was no reported adverse consequence or clinically relevant delay in treatment.

Manufacturer narrative:
The returned device was evaluated and no component level defect was identified.

Event description:
It has been alleged that when using the pad, water was leaking at the tubing prior to the connection adapters. There was no reported adverse consequence or clinically relevant delay in treatment.

Event description:
It has been alleged that when using the pad, water was leaking at the tubing prior to the connection adapters. There was no reported adverse consequence or clinically relevant delay in treatment.